Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely the screen blackout and the noisy image during angulation occurred due to a defective ccd unit (charge-coupled device unit). The biopsy channel had leakage during user handling and water invaded the device. It caused abnormality in electronic components and the suggested events occurred. Physical stress was applied to insertion section during user handling. It damaged ccd unit and the suggested events occurred. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿- inspection of the endoscopic image -perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. -do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The loaner device was returned to olympus for evaluation of the reported issue. It was found that the screen blacked out, and there was an interference wave in the image during angulation due to a defective charged coupled device unit. Other evaluation findings are as follows: water tightness was lost due to a pinhole on the channel tube; image noise occurred due to a cut on the charged coupled device cable; and the insertion tube was scratched with indentation. Attempts to retrieve additional information from the customer are in progress. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the image on the loaner bronchovideoscope flickered. Patient was not under sedation at the time of the event. There was no delay in procedure and no report of patient harm.